Event description:
Procedure: esophagectomy. According to the reporter: when firing across the stomach, after two squeezes, the knife blade popped out the side of the stapler and became disengaged from the anvil. They took the stapler out, opened a new one, repaired the torn stomach and then continued stapling.